Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant this implantable cardioverter defibrillator (ICD) had noise on the atrial channel and telemetry issues. The device was reconnected multiple times switching out different programmers/components with the same outcome, however once tested on the pacing system analyzer (psa) there was no noise present. Not likely environmental noise due to only being on the atrial channel. The physician decided to use a different device, which resolved the noise. This device was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected, which verifies the inner dimensions of the lead barrels and terminal blocks of proper set screw placement. The device was then exposed to simulated heart load conditions, where the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was connected to leads, and no noise was observed on the e-grams. Laboratory analysis did not identify any device characteristics that would have caused or contributed to report of noise on the atrial channel at implant.